Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence; therefore, a revision surgery was performed to remove and replace the balloon with a bigger one. There were no device issues and no additional patient complications.